Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For how long was the procedure originally scheduled? How long did the procedure finally take? Was extension of the procedure only due to needle breakage? Any other complications? Where was the needle grasped when used (swage, middle, tip)? What size of needle (in mm) is retained in the patient? Do you have xray for review showing location of needle? Was the needle piece removed during the same procedure? Do you have the needle for evaluation in (B)(6)? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2016 and the suture was used. During the procedure, while suturing the left side corner of the uterine breach, the needle broke off. The broken needle was not retrieved at that time. X -ray examination was done immediately and at the same time, hysterography was completed. Due to extension of the procedure the anesthesia was changed from local to general. The x-ray examination detected the needle in the abdomen and the needle was retrieved only after the removal of the suture previously done during the hysterography. To complete the intervention, a new hysterography was performed just after the removal of the one made previously. Additional information has been requested.